Manufacturer narrative:
D10: (B)(6), 02-010-03-0240 - logic cr femoral cem, left, sz 4. (B)(6), 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. (B)(6), 200-02-35 - three peg patella 35mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 114 months after a left total knee arthroplasty, the patient presented back to the surgeon with a recalled polyethylene implant and polyethylene wear, along with pain, swelling, and dissatisfaction with their knee. The patient was revised to a 13mm crc insert. The patient was last known to be in stable condition following the event. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c the revision reported was likely the result of the tibial insert being included in the polyethylene packaging recall. However, this cannot be confirmed because the revised component was not returned to exactech for evaluation, and no images or radiographs from the first revision surgery were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.